Event description:
The cardiologist who was not certified by perclose, attempted arteriotomy closure with a techstar xl 8 fr pvs device. The needles did not present on deployment. Needle back down was not successful. The supervising cardiologist, who was not next to the user during deployment, was called to assist. The physicians chose to pull the device out. Hemostasis by compression could not be obtained. The pt was sent for surgical repair of a 1.5 cm arterial tear. Surgery was successful and the pt was discharged without further difficulties. Upon discussion with the user, it was determined that the barrel hub had not been locked in place during deployment and the user tried to continue deployment after meeting resistance.